Event description:
During an open rotator cuff repair, two anchors broke at the eyelet during insertion. Dr. Pretapped the insertion site prior to placement of the anchor. Broken portion of the anchors remain in the pt. The procedure was completed with mitek suture anchors. No pt injury or complications resulted from this incident.